Manufacturer narrative:
(B)(4). During a retrospective chart review it was identified that this patient had an infection not previously reported to neuropace.

Event description:
On (B)(6) 2017, the patient's mother noted some purulent drainage from the scalp surgical site. A culture was (B)(6) for (B)(6). The patient was treated with an oral antibiotic. The patient continued to be treated with the rns system. The event was considered resolved on (B)(6) 2017.